Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/28/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have no error codes related to the alleged error code 46011. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, upon power up, the pump alarmed with a red screen, then showed error code 41786, indicating the user interface never came out of reset. Per reporter the unit was not dropped. There was no patient involvement.